Event description:
As part of the manufacturer's recall campaign, the patient submitted herself for a check in 2019 (right) and hip prostheses implanted in 2021 (left). The x-ray control showed clear signs on both sides decentering of the prosthetic head as a sign of premature inlay wear. The CT showed on the osteolysis beginning on the right side. This was possible when changing the inlay on the right on (B)(6) 2023 to a vitd-hardened, specially approved inlay (novation xle, neutral liner, group 2, 32mm i.d., ref 140-32-52, sn (B)(6) be verified. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head. Diagnosis that led to implantation: primary coxarthrosis.

Manufacturer narrative:
H3: pending investigation. H7: z-2133-2021.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the reported revision. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, component code, and investigation conclusions.